Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the lower brush comes loose, or it hangs on but then wants to come off. No injury was reported.